Manufacturer narrative:
During the analysis, no anomalies that support the reported complaint were identified. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy handheld screen was freezing while attempting to interrogate a pt's pulse generator. Troubleshooting did not resolve the issue, and the handheld and accompanying software were returned to MFR for analysis. During the analysis, no anomalies that support the reported complaint were identified. As a result, no root cause for the reported condition could be determined. No anomalies associated with handheld, software or databases were identified during the analysis. The handheld and software performed according to specs.